Event description:
It was reported the pt experienced a sudden loss of her scs stimulation, and is unable to communicate with her ipg. A sjm rep met with the pt and confirmed her scs ipg does not communicate with external devices. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.